Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the capacitor was shorted. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. Device evaluations of battery packs sn (B)(4) have been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the fuse was open in all battery packs. The cause of the inability to power on is the open fuse. The cause of the open fuse is excessive current. The excessive current was induced by the defective monitor. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was unable to power on. The distributor returned the monitor, and four batteries, and a battery charger.